Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00826. It was reported x-rays confirmed lead migration. The patient had recently suffered a fall prior to the migration. Patient's therapy has been ineffective since the fall and subsequent lead migration. Surgical intervention may take place at a later date.

Event description:
Device 2 of 2, reference MFR report: 3008829311-2017-00826. Additional information received indicated surgery took place on (B)(6) 2017 and the migrated lead was repositioned to the desired location.

Event description:
Device 2 of 2, reference MFR report: 3008829311-2017-00826. It was reported that the patient fell due to leg spasms and the spasms were present regardless of drg stimulation.

Event description:
Device 2 of 2; reference MFR report: 3008829311-2017-00826. Follow-up information indicated the patient is receiving effective therapy.